Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The patient was receiving integrilin, 75mg in 100ml at a rate of 16ml/hr. When the patient was transferred to a different unit, the infusion was switched to a different pump. The receiving rn inadvertently programmed the pump to deliver at a rate of 167ml/hr instead of the intended 16ml/hr. After twenty minutes, the nurse noted the error in programming the device and the infusion was stopped. The patient was monitored for signs of bleeding. There were no reported adverse patient sequelae. Though requested, no further information was available.